Manufacturer narrative:
Evaluation summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted the full lead was returned with a 14-62 gray stylet in the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: 5076-52 lead implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within a few weeks post-implant, at the wound check follow-up appointment, some short v-v intervals counts were noted, as well as a rise in threshold. Additionally, r-wave amplitude had decreased. A second check immediately preceding replacement revealed no more short v-v intervals, but r-wave amplitude remained decreased, and threshold remained elevated and inconsistent. X-ray revealed lead in same position as implant. The lead was explanted and replaced. No patient complications have been reported as a result of this event.